Event description:
Caller reported a cartridge alarm issue with their pump, specifically alarm 30. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts resolved to replace the pump, and they discussed sending an out-of-warranty loaner pump due to the pump being out of warranty. The customer will use multiple daily injections as backup therapy to ensure insulin delivery is not interrupted, while waiting to obtain a new tandem pump. Cts also confirmed the shipping address and discussed the loaner pump agreement with the caller.